Manufacturer narrative:
The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt and retrieval difficulties, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a device malposition and was allegedly difficult to remove. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The device was not returned. Medical records were provided. The investigation is confirmed for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a device malposition and difficult to remove. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The 54 year old male patient weight was not provided.

Manufacturer narrative:
H10: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt and retrieval difficulties, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced a device malposition and was allegedly difficult to remove. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.